Event description:
It was reported that the user experienced hypoglycemia while using the ilet system in conjunction with a cgm, with sensor values near 50 mg/dl and a concurrent fingerstick of 59 mg/dl, following a prior nocturnal low and a missed meal announcement that preceded an overnight event; the user also noted a need to change the cgm. Symptoms included hunger, irritability, and lightheadedness. Outcomes included urgent low glucose with self-treatment using fast-acting oral carbohydrates, without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed no confirmed device malfunction, with contributing factors consistent with hypoglycemia of unclear cause and potential impact of missed meal announcement or sensor accuracy concerns. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.